Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported they are not getting any audio on the central. They are able to see alarms, but there are no audible alarms. The device was in use on a patient. There was no report of patient or user harm. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported they are not getting any audio on the central. They are able to see alarms, but there are no audible alarms. The device was in use on a patient. There was no report of patient or user harm. The field service engineer (fse) went onsite to assist the customer. The biomedical engineer stated they can see the alarms but have no audio. The external speaker was replaced in may according to the biomed. Results of functional testing indicate the speaker was not producing sound. Based on the information available and the testing conducted, the cause of the reported problem was the speaker not being configured. The reported problem was confirmed. The device was operational after the speaker was configured. The investigation concludes that no further action is required at this time.